Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned to the investigation site for evaluation; therefore, the condition of the product could not be verified. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified; all corresponding production release specifications defined in the device master record were met. Based on the available information and no materials received for product evaluation, the root cause of this endophthalmitis event is inconclusive. No further investigation or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing and root cause is not known. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that, following cataract surgery with intraocular lens (iol) implantation using the ophthalmic operating system, the male elderly patient was diagnosed with endophthalmitis. The surgery was completed on the same day. The patient was treated with an intravitreal antibiotic injection and underwent pars plana vitrectomy. The current health state was not fully known yet but as per doctor, he was able to read some small letters and that he was much better than the beginning. Additional information has been requested, but none has been received to date. This report pertains to cassette involved in reported events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.